Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 pocket e1 required maintenance. A field service engineer (fse) removed all cubies, removed all debris, secured connections and rebooted station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failure and required maintenance. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.